Event description:
A mother reported her (B)(6) year old daughter experienced an ''eye infection'' while using complete multipurpose easy rub disinfecting solution. She stated that she took her child to an ophthalmologist who reportedly said she may have gotten an eye infection from using complete, but did not indicate what kind of eye infection it was. She was prescribed zylet to use four times a day for one week. At the time of the report the child was doing fine. The mother did not know what steps her daughter performs to care for her lenses or the lens case. Several attempts were made to gather additional information, have the complaint unit returned for testing and allow us to follow up with the health care professional, but the reporter did not respond to our requests.

Manufacturer narrative:
Event date: not provided. Alternative report identification number (B)(6). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted. Placeholder.